Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however the foreign material clogged in the nozzle could not be further identified. There was no information suggesting any obvious misuse of the device by the user. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material clogging the nozzle. It was further observed that foreign objects were coming out of the distal end however, the clogging could not be removed entirely. This finding was due to incorrect or insufficient reprocessing of the scope. Due to this finding, the water supply could not flow through the nozzle and as a result, the water volume did not meet the standard value. Upon further inspection, it was observed that scope connector cover unit had corrosion due to water leakage. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a scratch. It was observed that the play of the up and down and right and left knob was out of standard value due to wire of the angle wire. It was also observed that the adhesive on the bending section cover was detached. Lastly, discoloration was observed on the following unit components had discoloration due to chemical stress during reprocessing or handling: switch box, scope connector cover, control unit, suction cylinder, and the right and left knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope channel three had no air or water flow functionality. The reported issue occurred at reprocessing. There was no patient/user harm or injury reported due to the event.